Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was not accurate. Customer's blood glucose level was 191 mg/dl. During a follow-up, customer declined to troubleshoot.